Event description:
A customer reported that during vitrectomy surgery, the xenon light turned off. Another system was brought in to provide light. The surgery was completed and there was no harm to the pt.

Manufacturer narrative:
The company rep examined the system, reseated pcbs (printed circuit boards), cleaned optics, and calibrated the power monitor photodetector pcb. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event is unknown. (B)(4).